Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that 3 out of 10 infusion sets were leaking at the headset. The caller reported that the self-adhesive of the infusion sets were wet with insulin and she experienced elevated blood glucose levels. The customer alleged the infusion sets she had from a particular box were defective. The lot number was not provided. The infusion sets were requested to be returned for product evaluation.